Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a pump error alarm form their insulin pump. The customer's blood glucose level at the time of the incident was not provided. The customer was assisted with troubleshooting but the issue was not resolved. The insulin pump was sent back for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and the displacement test. The pump alarmed trace pointers are invalid, history pointers failed, and post-reset ram crc alarm immediately after battery installation, power supply test failed during self-test during self test, and power error detected alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the pump was monitored and is functioned properly.